Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device display had a line that kept getting thicker. Customer's blood glucose was unknown. There was crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display during testing. However, unit received with missing segment due to cracked lcd glass. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.